Event description:
It was reported that patient underwent an explant procedure of his artificial urinary sphincter (aus) due to urethral erosion. The device was explanted and was not replaced. No adverse patient effects. No further information is available. Should additional information become available, a supplemental report will be submitted.